Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to biosense webster for evaluation. Bwi conducted a visual inspection of the returned device. Visual analysis of the returned product revealed that there was a hole in the pebax. Reddish material inside the pebax was also observed. A manufacturing record evaluation was performed for the finished device 30509889m number, and no internal actions related to the reported complaint condition were identified. The instruction for use contains the following information, which was performed for this case: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab identified external damage (a little hole) on the pebax of thermocool® smart touch® sf uni-directional navigation catheter during returned product analysis. Reddish material was found inside of the hole. The damage was identified on (B)(6) 2021. During the procedure, blood was identified inside the ablation catheter housing. The catheter was replaced and the procedure continued. No patient consequences were reported. The blood inside the catheter housing is not MDR-reportable. The hole on the pebax is MDR-reportable.